Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
Consumer reported that the retrieval string separated from the pessary during removal and the pessary remained inside her body. Multiple attempts were made to follow up with the consumer, however, these contact attempts were unsuccessful. No consequences reported.